Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the tower doors were making a clicking sound and were failing. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower doors were making a clicking sound and were failing. A field service engineer found that the eight door tower doors were failing frequently and were identified as having older white style latches. All latches were cleaned due to insufficient replacement stock on hand. A plan was made to order new latches and return at a later time to replace them. After cleaning, all doors were confirmed to be working properly for the customer. The system functioned as intended after the field service engineer repaired the device.